Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the rep did not cover the case so they did not know the reason for replacement. The rep gave the name of another rep who covered the case. The rep noted that both the patient and doctor were satisfied with the current situation. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for multiple back operations. It was reported that during a routine reprogramming session high impedances were identified on contacts 12 and 14, and contacts 1, 2 and 3 were out of range (oor). The rep programmed around the high impedances but they were unable to find programming that would get adequate coverage to the patient's pain areas but they were getting some coverage. The patient had fallen a few times in the past but not recently. It was noted the patient's ins had recently been replaced with a newer model ins. The patient has been scheduled to meet with a doctor on (B)(6) 2018 to consult on next possible steps for the patient to pursue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient stated the ins was not working. The patient was asked to clarify what she meant. The patient stated she felt stimulation on her left side, but not on her right side. The patient could feel stimulation down her legs previously, but she no longer felt stimulation down her legs. The patient said she was supposed to feel stimulation in her back, butt, and legs from her back down. The patient mentioned she met with a manufacturer representative (rep) 2 or 3 weeks ago. The rep tried very hard to reprogram it, but the rep couldn¿t get the stimulation where it is supposed to be. The patient ended the call because a rep was calling her. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the numerical code that displayed was not known. No tests were done to determine if there was actual damage to the lead itself from the falls the patient experienced. The rep worked around the impedances and got coverage. The cause of the issue was not known. No further complications were reported.